Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous proximal lcx. Despite pre-dilatation it was not possible to cross the calcified lesion and the stent dislodged from the delivery system while it was tried to withdraw the stent system from patients body. The dislodged stent was eventually adapted to the vessel wall.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, but dried contrast medium residue was observed in the balloon and inflation lumen, indicating application of negative pressure. Stent imprints are visible on the exposed balloon surface which indicates that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to placement of the stent in the target lesion which is warned against in the IFU).